Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
The reverse shoulder arthroplasty was done for infection. The surgeon mentioned enterococci was detected. The implants were removed and cement spacer was implanted. No product fault was reported.

Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other evidence were provided. The device inspection was not possible as the product was not returned for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
The reverse shoulder arthroplasty was done for infection. The surgeon mentioned enterococci was detected. The implants were removed and cement spacer was implanted. No product fault was reported.